Event description:
It was reported the patient had an unrelated radiofrequency ablation procedure and the ipg was not able to communicate with external devices. As a result, the patient lost therapy. In turn, a manufacturer representative interrogated the ipg and was able to recover the ipg, restoring therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.